Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. As received the charger was resetting. Upon investigation, y1 (10 mhz smd crystal) was found to be shorted on the bedside board. The shorted component was causing the sys to reset. The root cause of the shorted y1 was unable to be positively identified. No adverse event resulted from the defective battery charger. The pt was issued a replacement battery/charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was receiving charger faults. The pt was issued a replacement charger/modem.